Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient (B)(6)) was admitted to the hospital with endocarditis on their aorta valve. As routine care, a chest x-ray was taken which confirmed that patient's sensor had migrated. Due to the possibility as the cause of the infection, the patient's sensor was explanted. The patient is in stable condition, however remains hospitalized.